Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that patient experienced and infection. As a result, patient was administered antibiotics, underwent procedures to clean wound, and patients ipg was explanted on (B)(6) 2025 to address the issue. Infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.